Manufacturer narrative:
(B)(4)

Event description:
Information was received from a health care professional regarding a patient who was receiving gablofen (unknown dose and concentration) via an implantable pump for stroke and intractable spasticity. It was reported that there was fluid at the pump pocket site following a refill. On this report date, the patient's pump was filled with 20ml of drug under floro because they had difficulty accessing the pump; the patient had to be poked multiple times. The health care professional aspirated what was expected when removing the old drug from the pump the old drug had a pink tint to it. During the fill procedure, the health care professional had aspirated multiple times to ensure they were in the reservoir port. Following the refill, the patient had a drop of clear fluid at the needle stick site (also reported as little bead of clear fluid at the needle entry site). The patient continued to have a little bead of fluid then started having a pocket of fluid collecting over pump pocket site which was not there right after the refill. The health care professional wanted to know what the fluid could be. It was discussed that it could be serous fluid or drug. It was also discussed that they could aspirate the contents of the reservoir to see if the reservoir contained the full 20 ml they filled into the pump. It was discussed that there were no other tests that could immediately tell of the fluid in the pump contained drug. It was noted that after the procedure there was now a bump over the pump and clear liquid is coming out. As a future intervention, the health care professional stated that they were going to check the reservoir volume. Additional information has been requested regarding troubleshooting performed, actions/interventions and resolution but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.